Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The data was checked and oversensed noise was observed. High out-of-range pacing impedance measurements was observed in bipolar and unipolar mode. As such a possible non-functioning rv lead was suspected. Currently, the rv lead remains in service and no adverse patient effects were reported. Additional information was received that this rv lead was fractured. This patient underwent a revision procedure for system explant in which a superior vena cava tear resulted in hemorrhaging and this patients death. The official cause of death was loss of perfusion.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The data was checked and oversensed noise was observed. High out-of-range pacing impedance measurements was observed in bipolar and unipolar mode. As such a possible non-functioning rv lead was suspected. Currently, the rv lead remains in service and no adverse patient effects were reported. Additional information was received that this rv lead was fractured. This patient underwent a revision procedure for system explant in which a superior vena cava tear resulted in hemorrhaging and this patients' death. The official cause of death was loss of perfusion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The data was checked and oversensed noise was observed. High out-of-range pacing impedance measurements was observed in bipolar and unipolar mode. As such a possible non-functioning rv lead was suspected. Currently, the rv lead remains in service and no adverse patient effects were reported.